Event description:
Oxygenator failure during heart-lung transplant requiring splicing out of oxygenator during cpb run. Using terumo nx19 oxygenator. Oxygenator initially leaking out of module (onto floor), spliced second oxygenator in line which temporized situation before ongoing decline in pao2. Nadir pao2 64 during cpb prior to being able to splice in new oxygenator. Listed test range above for normal patients. On cardiopulmonary bypass result should be >>100mmhg. Life threatening hypoxemia due to this event. Extremely complex heart-lung patient indicated following pulmonary artery reconstruction on (B)(6) 2024 complicated by pulmonary hemorrhage, rv failure, bronchopulmonary fistula, aki on crrt, sacral decubitus ulcers, respiratory failure. On pva ECMO prior to heart-lung transplant on (B)(6) 2024. After new oxygenator placed, examination of nx19 revealed thin flag piece of debris inside of oxygenator, shown in images. I found a class ii recall on this device but the situation we experienced is extremely dangerous. We could not splice out the oxygenator when the problem was identified as the patient has no intrinsic perfusion (heart-lung implantation ongoing with no organ reperfusion). There are large periods of time during cardiopulmonary bypass that it is simply not possible to safely exchange an oxygenator, this component has to be fail-safe.